Manufacturer narrative:
The initial MDR 2432235-2017-00601 was filed on 22-nov-2017. Additional information (22-nov-2017): the customer potentially uses total human chorionic gonadotropin hormone (total hcg) assay as a user defined method for testicular cancer. As per advia centaur xp total hcg instructions for use, the intended use of total hcg is "for in vitro diagnostic use in the quantitative determination of human chorionic gonadotropin (hcg) in serum using the advia centaur¿, advia centaur xp, and advia centaur xpt systems. The results obtained from hcg specimens are used as an aid in the assessment of pregnancy status. This assay detects the intact hcg molecule and free beta-subunits of the hcg molecule."

Manufacturer narrative:
The initial MDR 2432235-2017-00601 was filed on 22-nov-2017. The first supplemental MDR 2432235-2017-00601_s1 was filed on 18-dec-2017. Additional information (20-dec-2017): a siemens headquarters support center specialist reviewed the service report and concluded that the incomplete cuvette washing could be the potential cause of the discordant result. Additional information (01-jan-2018): the customer had technical problems with the analyzer on 24-oct-2017. A siemens customer service engineer (cse) visited the customer site on (B)(6) 2017 and that is when the cse replaced the aspiration probes pinch valve, as stated in the initial MDR. The customer then informed the cse of the discordant result on (B)(6) 2017.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the aspiration probes pinch valve and the issue resolved. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on an alternate advia centaur instrument, resulting lower. The corrected result from the alternate advia centaur instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.